Event description:
It was reported that, "upon opening the outer packaging, it was noticed that the implant had broken through the inner sterile packaging. The device was not implanted."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.